Manufacturer narrative:
On december 3, 2015, the field service engineer (fse) went to the customer site to perform pm and found the substrate syringe leaking. The substrate syringe was replaced and preventive maintenance completed. Upon completion of pm, the fse ran quality controls and the results were within acceptable limits. Operation of the aia-360 analyzer, serial number 11667610 was verified. Review of service and complaint history for the aia-360 analyzer, serial number 11667610 was conducted from november 1, 2014 to december 2, 2015 and identified no similar type of event. The most probable cause may be related to leaking of the substrate syringe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, the customer contacted tosoh field service to request preventive maintenance (pm) and reported poor precision with the aia-360 analyzer, serial number (B)(6). No other information is available. Customer is unable to run patient samples on beta human chorionic gonadotropin (bhcg), progesterone (prog ii), estradiol (e2), and luteinizing hormone (lh ii). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg, prog ii, e2, fsh, and lh ii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.